Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 17-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-12: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for a while now the pts controller was saying it was unable to increase or decrease their voltage. Now it was starting to say settings not available. The patient was redirected to their healthcare provider to further address the issue. 2025-may-02: additional information was received from the patient. It was reported the cause of the stimulation issues was that two leads were not working. The stimulator was reprogrammed, and the patient no longer has to charge every night. The issue was resolved.

Event description:
Rep reported that pt seeing "settings not available" on their controller on groups a c. Impedances are showing high as "avoid" on electrodes #4, 13 and 15. Groups a c are both using #4 in programming so caller will program around these electrodes today. Pt started seeing "settings not available" message about 1.5 months ago.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the impedances was unknown. They programmed the patient using different electrodes. No further intervention needed.